Manufacturer narrative:
Device returned for evaluation was analyzed and it was determined no manufacturing defects were present which could have caused or contributed to the complaint as reported. All laser fibers manufactured by dornier medtech america are subject to 100% inspection for visual defects as well as power performance testing which confirms the device is operating as intended. It is likely the root cause related to an overheating of the device during usage which resulted in a fiber burn in the area of the sma connector. The evidence of a fiber burn was confirmed, however, it is acknowledged this result was not due to a manufacturing defect or inconsistency.

Event description:
Thulio fiber reportedly burned at the connector during "treatment".